Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye. The surgeon reports the patient experienced excessive vaulting; elevated intraocular pressure; steroid drops/pressure drops were issued. It was indicated that the surgeon discontinued the steroid drop regimen and put them on pressure drops and patient may be a steroid responder. Lens remains implanted.

Manufacturer narrative:
Claim#: (B)(4).